Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: scope communication error(b30) based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, the probable cause of malfunction identified during the device evaluation was traced to electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited scope communication error code (e216). The event occurred during inspection for use. The intended procedure was completed with an olympus backup device. There were no reports of patient involvement.